Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided imagery was reviewed, and the following was observed: fluoroscopic image showing the crimped thv dislodged in the subcutaneous tissue, near the right clavicle. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported valve dislodged off balloon was confirmed based on review of provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the position of the gore dryseal sheath was not maintained, resulting in exposure of the crimped valve to the patient's anatomy. During attempts to reposition the sheath to cover the crimped valve, the valve may have interacted with the sheath tip, potentially contributing to dislodgement. As such, available information suggests that use error (failure to maintain sheath position) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b5, g3, g6, h2, have been updated.

Event description:
Additional information: as reported by an edwards lifesciences field clinical specialist, approximately 7 years and 7 months post implantation of a 26mm sapien 3 valve in a pre-existing surgical valve and stent in the pulmonic position, a valve in valve with a 26mm sapien ultra valve was to be performed due to severe pulmonic central regurgitation. The team initially attempted a transfemoral approach; however, due to the patients large habitus and multiple unsuccessful attempts, the access approach was changed to the right internal jugular (rij) vein. The room was not originally configured for an rij approach, and the operator was positioned to the side of the patients head. After gaining access with the gore sheath and advancing the 26mm commander delivery system (with the crimped 26mm sapien ultra valve), the operator lost grip of the sheath, causing it to back out of the vein. As the sheath was readvanced and the delivery system was pulled back, the crimped 26 mm sapien ultra valve became dislodged from the balloon and lodged in tissue near the neck. The valve was not deployed or expanded. Fluoroscopy showed the valve sitting obliquely near the right clavicle. It was unclear whether the valve was intravascular or in the subcutaneous tissue. Vascular surgery was consulted and deemed the dislodged 26mm sapien ultra valve will remain in subcutaneous tissue and is not in danger of embolization. Patient was stable and in recovery. Ten days later, the patient underwent surgical removal of the dislodged crimped valve. Approximately 7 years and 8 months post implantation of a 26mm sapien 3 valve in a pre existing surgical valve and stent in the pulmonic position, the patient was brought back for a planned valve in valve with a 26mm sapien 3 valve. Several planning meetings were discussed for the approach to ensure to decrease the complications that occurred prior. The room was set up for a right ij approach. This time the operator positioned themselves behind the patients head allowing better control. The procedure went well with no complications.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 7 years and 7 months post implantation of a 26mm sapien 3 valve in a pre-existing surgical valve/stent in the pulmonic position, a valve in valve with a 26mm sapien ultra valve was to be performed due to severe pulmonic central regurgitation. While the 26mm sapien ultra valve and 26mm commander delivery system was advanced in the right ventricle for deployment, the gore dryseal sheath came out of the body due to wire tension. The operator attempted to pull back the delivery system and valve while re advance the non-edwards sheath over the valve. The valve to came off the delivery system in the body and become stuck in subcutaneous tissue near the neck. The 26mm sapien ultra valve was not expanded or deployed. Per consult with surgeon, the dislodged 26mm sapien ultra valve will remain in subcutaneous tissue and is not in danger of embolization. Patient is stable and in recovery. Approximately 7 years and 8 months post implantation of a 26mm sapien 3 valve in a pre-existing surgical valve/stent in the pulmonic position, a valve in valve with a 26mm sapien ultra valve was performed successfully.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h10 have been updated.